Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The pod was worn between 4 and 24 hours.

Manufacturer narrative:
The device was received with the soft cannula deployed and the needle visible through the soft cannula. Inspection of the needle mechanism found that the needle was not seated in the slide retract. The incorrect installation resulted in the needle being unable to retract and pain at insertion site. The formed needle was found to be bent. It could not be determined when the needle was damaged.